Manufacturer narrative:
The customer¿s report separated and leaked at the in-line filter was confirmed to be a break at the filter outlet. Visual inspection confirmed that the set was broke at the engagement between the filter outlet and tubing. The root cause of the break is due to excessive force being applied to the filter as indicated by the visible stress marks at the breaks site. The root cause of the excessive force could not be determined.

Event description:
It was reported that after the tubing had been in use for approximately 7 days, the tubing separated and leaked at the in-line filter during an infusion of blinatumomab programmed to infuse at 10ml/hr through a hickman line . This event resulted in a waste of approximately 170ml of the medication and an estimated 4-hour delay as a second dose was being prepared. The customer states that there was no patient injury and no medical intervention was required.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that after the tubing had been in use for approximately 7 days, the tubing separated and leaked at the in-line filter during an infusion of blinatumomab programmed to infuse at 10ml/hr through a hickman line. This event resulted in a waste of approximately 170ml of the medication and an estimated 4-hour delay as a second dose was being prepared. The customer states that there was no patient injury and no medical intervention was required.